Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were no por events observed in the black box history. The returned battery cap threads were found to be worn/damaged. The returned battery cap was unable to fully secure to the pump and lost electrical connection when unscrewed half a turn. A test cap was unable to fully secure to the pump; however, it secured enough to complete testing. The returned battery cap contact height and width measurements were within required specifications. The intermittent power issue was duplicated with the returned battery cap. The battery compartment was found to be cracked below the bumper pad and on the side, extending from the threads towards the case seal. The battery compartment threads were also found to be damaged. Moisture corrosion was observed in the battery compartment and on the underside of the returned battery cap. The pump was exercised for 24 hours using the test cap with no power interruptions occurring. A leak test was performed and the battery compartment was found to be leaking. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment reportedly was cracked and there was moisture/corrosion in the battery compartment. There was no reported damage to the battery cap and the battery cap was replaced approximately 1 to 3 months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.